Event description:
Medtronic received information that during use of a Fusion oxygenator, it was reported that the customer had a long procedure with a device that observed to be leaking at the end of the procedure. The procedure was 6.5 hours of bypass time to the Heart-Lung Machine (HLM). During the last 2.5 hours. the customer noticed that they were blowing off less carbon dioxide (CO2), so they gradually gave more and more sweepflow. The blood flow was 3.9 to 4.2 liters per minute (LPM). The sweepflow had increased from 3.3 L to 7 L. Initially, the customer thought it was the CO2 flush in the operating area. However, there was no difference when the flush went out. While weaning the HLM, there appeared to be a puddle of fluid under the device. It was translucent with a pinkish color. There was no adverse patient effect associated with this event. Medtronic received additional information that the device itself leaked. The location of the leak was from the bottom of the device. There was 20cc of patient blood loss. There was no transfusion required as a result of this leak.

Manufacturer narrative:
Device Evaluation Summary: Complaint not confirmed for a fiber leak from the oxygenator. The picture provided by the customer only shows the liquid but not the actual leak from the device. With product not returned, unable to determine root cause for the issue, it is noted that there was no patient affect. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. There were no patient adverse effects, will continue to monitor for future events. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.